Event description:
It was reported that a pump malfunction occurred, identified by the code ¿malf 12.¿ there was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset instructions and assisted in resetting the device, which resolved the issue as the malfunction code did not recur. The customer was informed to continue using the pump and to call back if the problem arises again.